Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an adverse event and continuous glucose monitoring (cgm) inaccuracies that occurred on (B)(6) 2015. Patient's mother reported that the cgm device was displaying a blood glucose (bg) level of 200 mg/dl during the night and in the a.m. The patient started vomiting. Patient's mother then tested patient's bg level with the bg meter and it read as 454 mg/dl. The patient was taken to the emergency room and given IV fluids of saline at 600 ml and zofran. Patient's bg level then went low and she was administered dextrose for about four hours to stabilize her. Patient was released later that day. Additionally, it was reported that the bg meter values were not being entered into the cgm device promptly and accurately and that the values were also being entered during periods of gaps in data, against user guide specifications. At the time of contact, the patient's mother did not report any further medical intervention.

Manufacturer narrative:
(B)(4). Neither the complaint device nor receiver data were returned for investigation; therefore, the reported event of continuous glucose monitoring (cgm) inaccuracies cannot be confirmed. However, the patient reported that the blood glucose (bg) meter values were not being entered into the cgm system promptly and accurately. It should be noted that the dexcom cgm user's guide states to calibrate every 12 hours and to enter the exact bg value that the bg meter displays within 5 minutes of the performed bg measurement. Entering incorrect bg values, bg values obtained more than 5 minutes before entry, might affect sensor accuracy and could result in missing hypoglycemic and hyperglycemic events. A definitive root cause for the reported inaccuracies cannot be determined. It should further be noted that diabetes mellitus is a known cause of hypoglycemia, hyperglycemia and vomiting.